Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2000 or 2001. Aneurysm and vessel morphology at implant is unk. Approximately 8 years ago, the aortic neck ranged from 22.8 to 25.4 mm in diameter, and approximately 69 months ago, the neck ranged from 25 to 29 mm in diameter. Because of the neck dilatation, the pt had a proximal type I endoleak and stent graft migration in 2003 or 2004, which the physician elected to intervene by implanting a talent aortic cuff. Approximately 37 months ago, the aortic neck diameter was 28.1 to 32.9 mm, and approx 1 month ago, the neck was 28.3 to 39.9mm in diameter. There has also been persistent aneurysm growth, as the aneurysm now measures 87 mm x 76 mm. The bifurcated stent graft has now fallen into the sac with a pronounced proximal type I endoleak, and the top of the graft is 4.5 cm below the renal arteries. It was reported that the pt will be brought back at a later date; the physician had elected to explant the stent grafts and surgically convert the pt. No add'l clinical sequelae were reported, and the pt is stable.

Manufacturer narrative:
Evaluation results: (endoleak, graft migration); (aortic neck dilatation and aneurysm expansion). (Intervention required).